Event description:
The user facility in (B)(6) reported during surgery the cutter was moving appropriately at the low cutting stage, but in the higher cutting stage, only aspiration was working. There was no patient impact or medical intervention required. Additional information: two cutters failed to cut properly during the procedure. A third cutter was opened and used to complete the surgery.

Manufacturer narrative:
The device has not been returned for evaluation. A supplemental report will be submitted if any additional information is received. The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 2. See 1920664-2013-00130.